Event description:
Caller reported a malfunction on the pump, labeled as malf 0. There was no information regarding any impact on the customer¿s blood glucose level. Technical support provided assistance to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised on how to proceed if the issue reappears and understood the instructions.